Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be replicated. However, the investigation identified broken wires in the interconnect cable connector. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will not take x-rays (communications failures). There was no report of pt injury.